Manufacturer narrative:
Conclusion: the device history record was reviewed for the delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the dcs and excessive force was used. The evolut system instructions for use (IFU) instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was reported that the iliac artery was heavily calcified and tortuous. This indicates that the probable cause of the advancement difficulties was calcified and tortuous patient anatomy, but this cannot be confirmed with the limited evidence available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force is experienced when the valve is loaded incorrectly. No procedural images or fluoroscopic load check images were submitted for review, therefore it cannot be independently confirmed if the valve was correctly loaded onto the dcs. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in order to pass through the native valve, the delivery catheter system (dcs) was pushed with excessive force. Once the valve was positioned in the native annulus, the physician opened the capsule of the dcs and noted a capsule separation. It was noted that the iliac artery was heavily calcified and tortuous. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve was fully recaptured and retrieved through the femoral artery. Loading was performed by an experienced medtronic representative using the enveor loading system with no unusual resistance or misloads noted during the load. If information is provided in the future, a supplemental report will be issued.